Event description:
It was reported that the patient had an advance xp sling implanted in 2021. A new artificial urinary sphincter was implanted due to unspecified reasons. No patient complications were reported.